Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with stage one diffuse lamellar keratitis one day following lasik treatment. The topical steroids were increased. Additional information received, the diffuse lamellar keratitis is reported as resolved. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.